Event description:
A surgeon reported a scratch was noticed in the central area of the intraocular lens optic when the lens case was opened. The decision was made not to implant the lens. A back up lens of the same diopter was not available. Another lens was ordered and the patient was brought back to surgery the following day. The surgery was completed and the patient has had an excellent outcome.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was exmained and verified to have signs of handling. Both haptics were fractured in the gusset area and scratches were observed on the optic. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.